Event description:
It was reported that there were non-sustained right ventricular oversensing (nsrvo) episodes. The patient was not reported to be symptomatic. The device triggered nsrvo episode when the device oversensed a high frequency signal on the v sense amp channel. No other anomalies were reported. Programming changes were suggested. It was suspected that the oversensing was probably due to another medical condition that the patient was hospitalized for during that timeframe. The hospitalization was not related to the device. Since the noise could not be reproduced, the clinic opted to continue to monitor for oversensing via merlin.net and to not make programming changes at that time.